Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when deploying the device on the patient's left side, the dart broke off from the suture and was found inside the capio slim device. Reportedly, a suture from a different manufacturer was used with the capio slim during this event. The procedure was then completed with the same capio slim device and another suture. There were no patient complication as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.